Event description:
The iab was inserted sheathless in the right femoral artery in 2005. The next day blood was observed in the helium tubing. The iabp was experiencing helium loss alarms. The iab was removed. A re-insertion was not required. There were no associated patient complications.

Event description:
It was reported that the iab was inserted sheathless in the right femoral artery in 2005. The next day, blood was observed in the helium tubing. The iabp was experiencing helium loss alarms. The iab was removed. The re-insertion was not required. There were no associated patient complications.